Event description:
It was reported that the patient experienced numbness in the right lower extremity on (B)(6) 2021. The patient's inguinal incision was opened but the numbness continued thereafter. The patient was diagnosed with right femoral nerve palsy. The patient underwent a nerve transfer surgery on (B)(6) 2021 and was subsequently discharged on (B)(6) 2021. The causal correlation with the device was low but undeniable because of the complication with the inguinal incision.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17dec2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. This IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.